Event description:
On (B)(6) 2014, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The patient had complaints of right sided pain following the surgery. A CT scan revealed that an implant was resting on the lateral aspect of the s1 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he backed out the implant a few millimeters. The patient's symptoms resolved after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2014: ifuse implant, p/n 7040-90, lot# i0803, manufactured 08/30/13, expires 2018-08; ifuse implant, p/n 7040-90, lot# 164679, manufactured 10/03/13, expires 2018-09; ifuse implant, p/n 7055-90, lot# i0392, manufactured 08/08/13, expires 2018-03.